Event description:
It was reported "when the catheter inserted, the catheter fractured and ruptured and could not be delivered to the aorta" additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the peel away sheath was on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The stylet was noted fully inserted within the iabc central lumen. The wire around (the part of the flex-tip assembly/inner cannula) was noted damaged at approximately 5.2cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The stylet was removed from the iabc central lumen without any difficulty. Upon removal of the stylet, the iabc central lumen was noted broken at the location of the previously noted damaged wire-round at approximately 5.2cm from the iabc distal tip. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm from the iabc distal tip, which is the location of the previously noted broken central lumen. The guidewire was able to advance through the central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter fractured" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen allowed blood to enter the helium pathway and can cause difficulty inserting the iabc into the patient. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter inserted, the catheter fractured and ruptured and could not be delivered to the aorta" additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".